Event description:
The patient was treated for bacterial conjunctivitis in both eyes (ou) and prescribed tobramycin ou qid for one week. The patient had mild epithelial staining and mild limbal and bulbar injection in the left eye (os) only in the inferior and nasal area. Lens use was temporarily discontinued for 10 days; the incident is fully resolved as of (B)(6) 2016. The event did not result in any permanent conditions and medical intervention was not required to preclude and permanent impairment.

Event description:
The patient was using one step peroxide multi lens care system in combination with lenses. She describes redness, pain, and swelling of her eyes. The patient alleges an eye infection, was prescribed topical antibiotics, and has discontinued lens wear. It is unknown if the infection is centrally located and if the event has fully resolved. This event is being reported in abundance of caution per allegations of an eye infection.